Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not able to communicate. The cable was replaced, however, the issue was not resolved. Additional system checkouts were performed and found that there was no communication between the microscope and system. It was also noted that it was not possible to load the microscope directory. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a planned maintenance (pm), it was not possible to load the microscope directory. There was no patient present when this issue was identified. The manufacturer representative noted that something in the configuration or the calibration itself got corrupted. The manufacturer representative tried reinstalling the cranial application, the microcal, and the tools database. When trying to recalibrate the microscope, it was not possible due to a jig tracking issue in microcal. The issue was escalated to sbu. The representative checked that the calibration was in the correct directory and the "refresh_microscope" file was executed. The system showed the microscope tracker but it didn't navigate it. When the representative pressed the pedal, the following communication error appeared: the microscope is not communication to the navigation system. Please verify that the microscope is properly connected to the system. It was noted that the probable cause of the issue was cable damage. It was noted that this issue was not resolved.